Manufacturer narrative:
Batch review performed on 30 august 2019. Lot 183349: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: mectacer 01.29.409 ceramic liner ø 32 / d lot. 185189 (item not registered in USA) lot 185189: (B)(4) items manufactured and released on 23-nov-2018. Expiration date: 2023-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Head and liner revision due to low grade infection almost 2 months after primary. The surgery was completed successfully.